Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire break occurred. While wiping the choice guide wire with sterile 4 x 4 gauze dipped in saline, the device "started to disintegrate". It was further reported that the guide wire "broke/crumbled apart into several pieces". The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt complications were reported.